Manufacturer narrative:
Other relevant device(s) are: product ID: 9734477, serial/lot #: (B)(4). The computer 9734477 rollingstone embedded (lot# 1878799) was returned for analysis. Analysis found no failure. The returned computer booted normally to the application screen. The spine, dicom, and ent programs did not show any unresponsiveness. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the stealth kept locking up when using ent software. They attempted uninstalling and reinstalling software, but not resolve issue. They replaced the computer in the stealth 7. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that the system was still unresponsive. Software uninstall/reinstall was performed for previously reported cases, but issue was reoccurring. There was no patient present when this issue was identified.